Event description:
Reportedly, on (B)(6) 2017, the physician observed noise oversensing in the right ventricular channel; he suspects the presence of external interferences. Preliminary analysis results confirmed the reported behavior. The observed ventricular oversensing could be due to electromagnetic interferences (emi), myopotentials and/or a lead issue.

Event description:
Reportedly, on (B)(6) 2017, the physician observed noise oversensing in the right ventricular channel; he suspects the presence of external interferences. Preliminary analysis results confirmed the reported behavior. The observed ventricular oversensing could be due to electromagnetic interferences (emi), myopotentials and/or a lead issue.